Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a biliary drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was a diverticulum which made it difficult to cannulate during the procedure. As they tried to insert for several times, they noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injuries nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a biliary drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was a diverticulum which made it difficult to cannulate during the procedure. As they tried to insert for several times, they noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device was detached. They used a second spyscope digital access and delivery catheter; however, it was not able to cannulate into the site. The procedure was not completed due to this event. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual assessment was performed. As received, the working channel sleeve (wcs) protruded. Maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the large knob in both directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The proximal strands of the working channel sleeve braid remaining attached to the pebax appear to show evidence of adhesion. A dimensional evaluation was performed, as an endoscope could not be used to assess the reported complaint of difficult to advance. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed, and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.